Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during dilation of colon stricture procedure performed on (B)(6) 2014. According to the complainant, after unpacking the balloon it was pre-inflated. The physician injected contrast media in order to remove air from the device and then attempted to deflate the balloon, but it failed to be fully deflated which resulted to inability of the device to be inserted through the scope. The device was not inserted into the patient's body. The procedure was discontinued and re-scheduled. There were no patient complications reported as a result of this event. And the patient¿s condition was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device found the balloon to be relaxed and deflated. The catheter was visually examined and no issue were noted. The balloon was inflated and deflated without any issues. The exit marker was found to be bunched up and loose on the catheter. This issue of the exit marker is consistent with forcibly inserting the catheter into the scope. It was confirmed that the balloon was preinflated. Per the precaution section of the dfu, it states ¿do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve¿ before the procedure. The most probable root cause of user/use error will be assigned to this complaint as the device was pre-inflated and it then tried attempted to be inserted into the scope.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during dilation of colon stricture procedure performed on (B)(6) 2014. According to the complainant, after unpacking the balloon it was pre-inflated. The physician injected contrast media in order to remove air from the device and then attempted to deflate the balloon, but it failed to be fully deflated which resulted to inability of the device to be inserted through the scope. The device was not inserted into the patient's body. The procedure was discontinued and re-scheduled. There were no patient complications reported as a result of this event. And the patient&#38112;condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.